Event description:
The customer reported to baxter (B)(4) of an interlink buretrol solution set that was removed from overpouch and the spike was broke off the top of the burette. The condition occurred before use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation purposes related to the broken spike. The sample was visually inspected and the spike was confirmed to be broken. The broken piece of the spike was not received. An assignable root could not be determined from the evaluation.